Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient thought her implant had stopped working and she was leaking all the time. Patient said she had asthma and was doing a lot of coughing, so she was not sure if that was related. Patient put in new batteries in the patient programmer (pp), but only got poor communication. It was reviewed with the patient that since her implant was from 2013, there might be a possibility that the internal battery might be depleted. Caller was redirected to her healthcare professional (hcp) to determine if implant was depleted. No further symptoms or complications reported/anticipated.